Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) deactivated that smart pass feature due to low amplitude of intrinsic rhythm. Normal device operation. Nonetheless, the field representative mentioned that the patient received a single inappropriate shock while brushing the teeth. The s-ICD was then reprogrammed. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) deactivated that smart pass feature due to low amplitude of intrinsic rhythm. Normal device operation. Nonetheless, the field representative mentioned that the patient received a single inappropriate shock while brushing the teeth. The s-ICD was then reprogrammed. No adverse patient effects were reported.